Event description:
On 9/3/92 at 11:00 pm evening shift nurse reported that while bathing infant she noted that apnea monitoring electrode located at right acxilla had dislarged. She examined the area beneath the electrode & found the area unpigmented, surrounded by a red ring. The skin appears waxy within the ring. The patient was examined by doctor who noticed a 5cm circular lesion hypopigmented with symmetrical border on right lateral chest and two areas of circular skin breakdown on left lateral chest. All three abrasions were located at the apnea monitor electrode sitesdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: other. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: labeling - inadequate instructions for use, none or unknown. Conclusion: device discarded - unable to follow-up, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped permanently, user education provided. The device was destroyed/disposed of.